Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2012, catheter was inserted for the purpose of chemotherapy to treat pulmonary artery hypertension. On (B)(6) 2012, the patient notice a fluid leak from the catheter at home, on (B)(6) 2012, the fluid leak and the rise in pressure of pulmonary arterial because of this incident was confirmed at the hospital. On (B)(6) 2012, the broken catheter was repaired using a repair kit. The patient was recovered and the chemotherapy has continued with the repaired catheter. Any further injury to the patient has not been reported to date.